Event description:
It was reported that this right ventricular (rv) lead exhibited rising pacing impedance over the past year. Technical services (ts) reviewed the reports and confirmed that the threshold was rising as well. It was noted that the impedance has remained within range, but ts suggested reprogramming as the impedance appeared to close to being out of range. The lead was reprogrammed. The issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates this lead surgically abandoned and replaced. During the changeout, the lead was measured with the pacing system analyzer (psa). The impedance measurement was high out of range. No additional adverse patient effects were reported.